Event description:
Patient had been hospitalized due to a diabetic ketoacidosis. This was reported by the patient's sales representative as a request for a replacement device, as he was questioning the functioning of the suspect device. Reportedly within days of the initial use of the device the patient had to be hospitalized due to diabetic ketoacidosis, while at the hospital and after restart on the device the patient again went into diabetic ketoacidosis. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.